Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a vantive qualified technician. A review of the machine log files confirmed the occurrence of the alarm "t0830: ¿blood leak detected¿ during treatment. The blood leak detector (bld) sensor was calibrated. System self-test (sst) and simulated treatment were performed on the machine, and no alarms were experienced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after starting a continuous renal replacement therapy (crrt) with a prismax machine, a ¿blood leak detected¿ alarm was triggered. The blood was observed coming through the access line and had not reached the filter set. There had been no issues noted during priming. The treatment was ended without the extracorporeal (ec) blood that had entered the set being returned to the patient. The machine was changed and subsequently a decrease of the patient´s hemoglobin was observed. It was reported that "due to patient's pre-existing anemia", the patient required a blood transfusion with "further units requested". Additionally, "insulin or dextrose" was administered for hyperkalemia. No additional information is available.